Event description:
Patient was revised to address pain, elevated ion levels and possible metal hypersensitivity.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.